Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high and inaccurately erratic. The meter read 210 mg/dl. The pt was able to recall when the pt developed symptoms in relation to testing; however, the pt experienced flushing in their cheeks and a bad taste in their mouth. The pt contacted their physician and was advised to take medication. The pt neither alleged harm nor experienced injury or medical intervention. On another occasion, the pt reported blood glucose results of 130 mg/dl and 185 mg/dl with the lifescan meter, performed within 10 minutes of each other. The customer care rep (ccr) was unable to walk the pt through quality control testing, as the control solution had expired. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.